Event description:
It was reported that the patient was unresponsive. It was reported that the patient exhibited a 'great response' following the administration of a 50-mcg baclofen bolus for an intrathecal baclofen (itb) trial. However, one day following the trial, the patient was unresponsive. The healthcare provider (hcp) was 'working [the patient] up for other things' and did not believe the baclofen caused the patient's symptoms. Additional information was requested, but it was not available as of the date of this report.

Event description:
Additional information received reported that the patient recovered from the event, but decided to not go through with implantation. The hcp had not been in contact with the patient following the event conclusion. It was noted that the event did take place while the patient was inpatient. The medication trial was on lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).